Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter fusiform abdominal aortic aneurysm. The aortic neck was 20-28 mm in diameter and 34 mm in length with an angulation of 5 degrees. It was reported that on the final angiogram a proximal type I endoleak was observed. The physician implanted another manufacturer's aortic cuff to treat the endoleak. The endoleak diminished; however it did not completely resolve. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (conically shaped aortic neck). Evaluation conclusion: device failure related to patient condition (conically shaped aortic neck).